Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose was 200 mg/dl to 300 mg/dl. Customer was treated with bolus. Customer stated that the approximate size of air bubbles was sometimes they were big, sometime small but noticeable. Customer stated that the air bubbles were noticed during wearing the insulin pump. Customer was performed troubleshooting. The reservoir will not be returned for analysis.